Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of occlusion and edema are listed in the prostyle instructions for use as a potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b2: intervention selection was removed as no intervention at this time was reported.

Event description:
It was reported that a prostyle device was used to achieve hemostasis after an ablation procedure on (B)(6) 2023 in the right common femoral artery without issue. A week later, the patient came back to the hospital and edema was noted on the access site. Femoral imaging was performed and it was confirmed that partial stenosis [occlusion] of the vessel occurred. No treatment was performed as the physician elected for the "wait and see" approach. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.